Event description:
During the implant the lead was positioned several times in the rv (apex and septal). Impedance was 1500 - 2400 ohms and threshold was above 3 volts all positions. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found full lead. Visual inspection: it was noted that blood was observed in/on the helix/lobe mechanism.